Event description:
The manufacturer received information alleging a failure of the ventilator's lcd screen. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.